Event description:
Additional information indicated that a revision procedure was performed and the lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead lead exhibited noise. The pacing impedance measurements were normal between 680-700 ohms. An electrogram (egm) was sent to boston scientific technical services (ts) for review. Ts indicated that the noise appears like typical lead fracture noise. The field representative indicated they were not able to get impedance measurements to fluctuate; however, threshold measurements increased to 3.1 volts at 0.4 millisecond. The field representative indicated that the patient's device is near replacement and will likely wait to address this issue until the device replacement. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this lead remains implanted. If additional information is received, this report will be updated.